Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door latch assembly issues were reproduced and confirmed through eval as door not fully latched alarms. This condition was caused by the top link screw being out of spec, which prevented the door from latching properly. The link screws were replaced.

Event description:
It was reported a spectrum pump had an issue with the door latching assembly. It was also reproted there was no pt injury.